Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high outputs on the left ventricular (lv) channel. Data revealed this crt-p had reached elective replacement indicator (eri). Technical services (ts) recommended replacing the device. This crt-p remains in service and no adverse patient effects were reported. Additional information was received and it was reported that this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. This crt-p has not been returned for analysis.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.